Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the product balloon "popped" and the catheter fell out; as a result, the patient had to go to the emergency room to have the catheter replaced. The patient then allegedly obtained a urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the products balloon "popped", which resulted in the catheter falling out. As a result, the patient had to go to the emergency room to have the catheter replaced. The patient then allegedly obtained a urinary tract infection.

Manufacturer narrative:
Received 1 used latex catheter. Visual inspection noted that pieces of sac were missing, approximately (1cm x 1cm) and were not returned for evaluation. Per the functional testing, water was introduced into the inflation lumen and did not experience any obstructions to impede flow. Microscopic examination found no conditions that could be associated with the reported event. The following results were found during the dimensional evaluation: eye snip length: 3/32.¿ inflation lumen coverage: 12 thou. Balloon thickness: 21 thou. Burst initiated from bottom collar of sac: n/a. A tactile evaluation was performed and found that the balloon thickness measured 21 thou. In addition, the edges of the burst area were not brittle. The reported event was confirmed with an unknown cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the products balloon "popped", which resulted in the catheter falling out. As a result, the patient had to go to the emergency room to have the catheter replaced. The patient then allegedly obtained a urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the products balloon "popped", which resulted in the catheter falling out. As a result, the patient had to go to the emergency room to have the catheter replaced. The patient then allegedly obtained a urinary tract infection.